Event description:
New information noted that the lead was capped and replaced due to noise on (B)(6) 2014.

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient during routine follow-up. All other electrical values were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.